Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, resolving the issue without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.